Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred after the customer had not interacted with the pump. Customer's blood glucose was 270 mg/dl. Customer reported not to have adjusted auto-off setting prior to use. Tandem technical support educated customer about the auto-off alarm and on how to adjust the setting.